Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cable was broken due to excessive pressure applied, which prevented communication between the camera head and the video processor. The damage to the cable is thought to be due to the handling of the user. The instructions for use have the following statement which can prevent the event: "never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ no image ¿ was confirmed due to a cable break. The instruction manual warns users ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ the investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service was informed that there was no image observed on the camera head. There was no patient involvement reported.